Event description:
The customer reported that while running a hepatitis core assay, ortho summit processor did not wash column 7 and did not give an error message. The customer was using software version 1.2.5. A field service engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement.